Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer implanted with a neurostimulator (ins) for non-malignant pain. Patient reported that their ins was taking too long to charge. They adjusted the antenna dial the way they normally do and also repositioned antenna over ins however issue wasn't resolved. Patient was now receiving charge insr screen. Patient said that since implant the ins was positioned so it is more on its side and not flat. Patient said they typically get 3-4 bars shaded. No further patient complications have been reported as a result of this event.